Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.1., d.2., d.4.,d.6., g.1., g.3., g.5., h.4.

Event description:
Patient additionally reported swelling, redness, pain, hardness, deformity.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade iii.

Event description:
Patient reported "one implant was higher than the other" and that surgeon informed her "both implants had capsular contractures , level 3 in the right implant". The device remains implanted.